Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pt has not reported any subsequent events relating to pump therapy. No conclusions can be made at this time.

Event description:
It was reported that the pt was treated by the paramedics and by wife for an event involving low blood glucose levels and a seizure.

Manufacturer narrative:
(B)(4):the data from the time of the reported event is unavailable for review due to continued pump use. A review of the total current daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.